Event description:
The device is used by healthcare professionals in the collection of neonate blood, and its transport to a test laboratory. The neonate blood is tested to screen the infant for congenital abnormalities of metabolism and other conditions. The 903 cards supplied to (B) (6) department of state health services, are customized cards which the customer designs in partnership with whatman, to meet the customer requirements for newborn screening. Complaints for mis-print barcodes/serial numbers were received from (B) (6) dshs, and entered into the whatman complaint system: (B) (6) '08 and (B) (6) '08 respectively as complaint (B) (4) and (B) (4). There are two distinct item ref numbers, as the design of construction of the 903 cards is the same, but the artwork copy varies for the (B) (6) 'paid' - (B) (4) and the (B) (6) (B) (4). (B) (6) dshs ordered approx. One million cards in total for the two item reference numbers and shipments were made to the customer during (B) (6) 2007, (B) (6) 2008 and (B) (6) 2008 by whatman.

Manufacturer narrative:
Model # 10535134. The device is presented as joined parts which constitutes the total device presentation. The serial number is printed on different parts of the assembled device presentation, e.g. The manila part (part 4) to which the filter paper is attached (part 5) and the part on which patient demographics are recorded (part 2), bar codes are printed on each of 3 different parts: part 1, part 2 and part 4. Issue 1- (B) (4)- the complaint from the customer was that the card serial number printed as a bar code, differed to the correct numeric serial number. One, two or three bar codes may be incorrect. The 1829 cards affected confirmation that the error by the whatman printer was caused by the use of a new software program due to the customer request for 'guaranteed sequential serial number'. Unfortunately the printers verification process for this part of the card 'repair process' did not highlight the operator error with the bar code system as noted in (B) (4). Only cards requiring repairs are affected. Issue 2- (B) (4)- one card serial number printed on one portion of card as a number printed on one portion of card as a numeric and a bar code, differed to the other two correct serial numbers. Printer operator did not follow procedure to flag issue as part of normal processing conditions so that removal of the small number of misaligned serial numbers could occur at collation stage. Thirteen cards affected. Attached to this medwatch report are full complaint investigation reports with 'root causes' and corrective and preventive actions to prevent reoccurrence. Conclusion: it was confirmed that 1,829 of the 1,014,745 newborn screening cards shipped to the customer were printed with serial number bar codes that were incorrect. One, two or three bar codes may be affected (incorrect) within each card. Whatman and the subcontractor agree that the root cause is human error in programming the software for the unique (B) (6) barcode program (repair process to provide guaranteed sequential numbers.) In addition, an operator not following procedure as part of the bar code verification process caused this error. Whatman and the subcontractor have agreed on corrective and preventive actions and target dates for completion.